Event description:
Crm received information that this right ventricular lead dislodged and was pulled back into the pacemaker pocket. It was suspected the patient had twiddler's syndrome. As a result, this lead was explanted.